Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. (B)(6), customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 120-125mg/dl fasting. Verified the strips expire 04/20/2017. Customer confirms the strips are stored in the kitchen cabinet and were first opened the (B)(6). Reviewed meter memory: 1:171mg/dl (B)(6) 2015 10:55:00 am fasting:yes. 2:161mg/dl (B)(6) 2015 11:19:00 am fasting:yes. 3:230mg/dl (B)(6) 2015 02:36:00 pm fasting:yes. 4:233mg/dl (B)(6) 2015 10:33:00 am fasting:yes. 5:172mg/dl (B)(6) 2015 09:48:00 am fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strips had poor storage, user had inaccurate reference.

Event description:
Consumer complaint of high blood results. (B)(6), customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 120-125mg/dl fasting. Verified the strips expire 04/20/2017. Customer confirms the strips are stored in the kitchen cabinet and were first opened the 2nd week of (B)(6). Reviewed meter memory: 1:171mg/dl, (B)(6) 2015, 10:55:00 am, fasting: yes; 2: 161mg/dl, (B)(6) 2015, 11:19:00 am, fasting: yes; 3:230mg/dl, (B)(6) 2015, 02:36:00 pm, fasting: yes; 4:233mg/dl, (B)(6) 2015, 10:33:00 am, fasting: yes; 5:172mg/dl, (B)(6) 2015, 09:48:00 am, fasting: yes; no adverse event reported.